Event description:
It was reported that 1 bd luer-lok¿ tip syringe had foreign matter in the fluid path. The following information was provided by the initial reporter: the customer reported black specs in the bd 50ml syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary: no physical device samples were returned. No samples were returned however one photo was provided by the customer. The photo shows a syringe with no packaging blister. There is a black speck that appears to be embedded degraded resin in the syringe barrel. No other defects or imperfections were observed. The symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered and so root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (foreign matter) on this lot # 1363562. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review for this batch # 1363562 was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.